Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot connect belt to monitor) has been confirmed. Upon evaluation, there was a bent pin in the electrode belt trunk cable connector. The cause for the inability to connect the belt to the monitor is the bent pin. The cause for the bent pin cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted from the defective electrode belt connector. The patient received a replacement electrode belt.

Event description:
A (B)(6) male patient contacted zoll customer support to report that he is unable to connect the belt to the monitor. The patient was provided with a replacement electrode belt.